Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia and admitted to intensive care unit and insulin pump was under delivering. Customer's blood glucose level was 30 mmol/l. Customer also stated that the insulin pump stopped working. Customer reported that his doctor's stated to get a replacement insulin pump. Customer experienced symptoms such as positive results in ketones test, nausea, vomiting and abdominal pain as a result of hyperglycemia. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not called back to perform an high pressure test. Reservoir will not be returned for analysis.